Event description:
This is report 4 of 12. It was reported that approximately twelve shields would not close. The nurse stated it appeared the hole was slightly in the wrong place. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Actual occurrence date is unknown. (B)(6). As the sample was not returned a device analysis cannot be completed. A batch review of 13i12h12 was performed with no issues noted during the manufacturing process. Should additional relevant information become available, a follow-up report will be submitted.